Manufacturer narrative:
This report is associated with argus case (B)(4), poligrip ultra. Poligrip ultra is marketed as super poligrip in the us.

Event description:
Choke [choking]. Accidentally swallowed denture and denture lodged in the throat [dental prosthesis related injury]. Damaged throat [pharyngeal injury]. Difficult to swallow [swallowing impaired]. Very difficult to swallow and it was very painful [swallowing painful]. Cuts to the inside of the throat [laceration]. Denture became loose [device failure]. Intentional device misuse [intentional device misuse]. Case description: this case was reported by a consumer via local affiliate and described the occurrence of choking in a female patient who received gsk denture adhesive (formulation unknown) (poligrip ultra) unknown for denture wearer. Concurrent medical conditions included diabetes and back disorder. On an unknown date, the patient started poligrip ultra. On an unknown date, an unknown time after starting poligrip ultra, the patient experienced choking (serious criteria gsk medically significant), dental prosthesis related injury, pharyngeal injury (serious criteria gsk medically significant), swallowing impaired, swallowing painful, laceration, off label use, product complaint, device failure and intentional device misuse. The patient was treated with benzydamine hydrochloride (difflam throat spray). On an unknown date, the outcome of the choking, pharyngeal injury, swallowing impaired, swallowing painful, laceration, off label use, product complaint, device failure and intentional device misuse were unknown and the outcome of the dental prosthesis related injury was resolved with sequelae. It was unknown if the reporter considered the choking, dental prosthesis related injury, pharyngeal injury, swallowing impaired, swallowing painful, laceration, device failure and intentional device misuse to be related to poligrip ultra. Additional information: the consumer was using the poligrip ultra twice a day. The consumer is diabetic; however she did not know the name of her medication. The patient had no issues with the product until she took her tablets. The denture became loose and the consumer accidently swallowed it. The denture lodged in the throat and the consumer's daughter managed to get it out. The consumer went to the hospital to have a medical check; she did not stay overnight or get admitted to a ward and the hospital found cuts to the inside of her throat. Test's were conducted whilst she was in hospital.

Manufacturer narrative:
The 3003721894-2016-00196 is associated with argus case (B)(4), poligrip ultra. Poligrip ultra is marketed as super poligrip in the us. No sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a "batch envelope". Prior to the disposition of the product, the contents of each batch envelope is reviewed and approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements.

Event description:
Case description: this case was reported by a consumer via local affiliate and described the occurrence of choking in a female patient who received gsk denture adhesive (formulation unknown) (poligrip ultra) unknown for denture wearer. Concurrent medical conditions included diabetes and back disorder. On an unknown date, the patient started poligrip ultra. On an unknown date, an unknown time after starting poligrip ultra, the patient experienced choking (serious criteria gsk medically significant), dental prosthesis related injury, pharyngeal injury (serious criteria gsk medically significant), swallowing impaired, swallowing painful, laceration, off label use, product complaint, device failure and intentional device misuse. The patient was treated with benzydamine hydrochloride (difflam throat spray). On an unknown date, the outcome of the choking, pharyngeal injury, swallowing impaired, swallowing painful, laceration, off label use, product complaint, device failure and intentional device misuse were unknown and the outcome of the dental prosthesis related injury was resolved with sequelae. It was unknown if the reporter considered the choking, dental prosthesis related injury, pharyngeal injury, swallowing impaired, swallowing painful, laceration, device failure and intentional device misuse to be related to poligrip ultra. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the consumer was using the poligrip ultra twice a day. The consumer is diabetic; however she did not know the name of her medication. The patient had no issues with the product until she took her tablets. The denture became loose and the consumer accidently swallowed it. The denture lodged in the throat and the consumer's daughter managed to get it out. The consumer went to the hospital to have a medical check; she did not stay overnight or get admitted to a ward and the hospital found cuts to the inside of her throat. Test's were conducted whilst she was in hospital. Missing information received 02 september 2016 concurrent medical conditions included back pain. The ae term "off-label use" has been removed and "overuse" has been added, which is covered under the term intentional misuse of the device. "Diabetic medication'"was removed from csd letter and has been changed to "tablets". "Did not work very well" was change to "did not hold very well" as the description as reported of the event. Follow up received from qa department on 19 sep 2016. The complaint was unsubstantiated.